Event description:
It was reported by the customer that his insulin pump was alarming a button error and upon inquiring further, it was discovered that he had been hospitalized for low blood glucose levels. Customer stated she was experiencing a low blood glucose seizure and placed on an intravenous insulin drip while hospitalized. Blood glucose level was 54 mg/dl at time of hospitalization. While troubleshooting the insulin pump alarm, customer stated that device had been dropped and that two buttons were unresponsive. Customer was unable to continue troubleshooting due to buttons being unresponsive. Advised customer to discontinue use of device and revert to healthcare provider's instructions. Blood glucose level was 91 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
The insulin pump received with operating currents within specification. Unable to prime the insulin pump during prime test due to faulty force sensor. Unable to perform basic occlusion test, occlusion test and excessive no delivery test due to prime anomaly. The insulin pump received with intermittent buttons due to corroded keypad traces. The insulin pump received with scratched lcd window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.